Manufacturer narrative:
A company representative visited the site to evaluate the system and perform surgery support. The company representative performed verification of diameter and depth calibration for flap thickness and found the system to meet specification. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A physician reported that following flap creation, it was noted that the flap was very thin in both eyes. The surgeon was unable to lift the flaps and proceeded to perform photo refractive keratectomy (prk) procedure instead. No further information was provided. It is unknown whether there was impact to the patient. Additional information was requested. There are two medical device reports associated with this event. This report is for the right eye.